Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement for end of service high impedance was observed with the generator connected to the existing lead. Pre-operative device diagnostics with the explanted generator and lead were within normal limits indicating a possible lead connection issue with the new generator. The surgeon disconnected and reconnected the lead pin in the generator and device diagnostics again resulted in high impedance (>10,000 ohms). The generator was disconnected and another new generator was connected to the lead. Device diagnostics were then within normal limits. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on 11/09/2015. The generator showed a pulse disabled condition (MFR. Report 1644487-2015-06324). Other than the pulse disabled condition, there were no adverse functional, mechanical, or visual issues identified with the returned generator. The high impedance found with the generator was likely a pin insertion issue.

Manufacturer narrative:
Event description; corrected data: this information was inadvertently left off of supplemental MFR. Report #01.

Event description:
Review of the ram/flash data downloaded from the generator showed that no diagnostics were performed on the pulse generator. The high impedance error message was observed because diagnostics were never run on the device, so the device was reporting a stored manufacture value. This is a known product function.